Event description:
During a programming history database review, it was found that the patient was seen in clinic with high impedance on (B)(6) 2026. No known surgical intervention has occurred to date. No other relevant information has been received to date.